Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead body and electrode tip found that one of the tip tines is damaged (cut/torn) and it was unable to tell when the damage occurred. Based upon the clinical observations and the laboratory findings, we believe that the tip damaged contributed to the dislodgment allegations. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the loss of capture.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture cause by dislodgment. Subsequently, the lv was explanted and replaced. No additional adverse patients effects reported.